Manufacturer narrative:
(B)(4). Other device explanted: model: 5100. Description: reactiv8 implantable pulse generation. Serial no: (B)(6). UDI: (B)(4). Manufacture date of s/n (B)(6) is 12/05/2022. No patient information available due to the privacy act law in UK.

Event description:
It was reported that the patient was unable to run therapy. The clinical specialist confirmed that the right lead had an out-of-range/high-impedance failure progression. The device was reprogrammed to unilateral stimulation while waiting for the revision surgery to be scheduled. The physician decided to replace the whole reactiv8 system on the day of surgery as the left lead was allegedly not providing adequate stimulation. There was no issue with the implantable pulse generator (ipg), but it was replaced. All components were removed and intact. A new reactiv8 system was implanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4) other device explanted: model: 5100. Description: reactiv8 implantable pulse generation serial no: (B)(6), UDI: (B)(4), model 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6). UDI: (B)(4). No patient information available due to the privacy act law in UK. The ipg and lead assemblies were evaluated. The reported issue was verified. The analysis confirmed that lead conductor fractures caused the out-of-range/high impedance conditions observed with the right stimulation lead. All wires of the coil were fractured. No fractured wires were observed on the left lead. Both leads were received in two segments and kinked. No functional testing can be carried out. Therefore, the alleged inadequate stimulation on the left lead cannot be confirmed. The ipg passed the functional testing and operated within the manufacturing specifications. Removed serial number (B)(6) in d4. The physician decided to replace the reactiv8 system on the day of surgery. The alleged issue with the left lead was found during the revision of the right lead, and it is unrelated to the out-of-range. The ipg and left were functional before the revision surgery of the right lead. Updated b5 for clarity. Updated h4 & h6.

Event description:
It was reported that the patient was unable to run therapy. The clinical specialist confirmed that the right lead had an out-of-range/high-impedance failure progression. The device was reprogrammed to unilateral stimulation while revision surgery was being scheduled. The physician decided to replace the whole reactiv8 system on the day of surgery. The left lead was functional, but according to the physician, the left lead was not providing adequate stimulation. There was no issue with the implantable pulse generator (ipg), but it was replaced. All components were removed and intact. A new reactiv8 system was implanted without complications. There was no report of patient harm or injury.